Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "improper shutdown!" Was reproduced. A review of the event history log (ehl) revealed "improper shutdown" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the battery module was found damaged. The battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.